Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications in main half height cubies 4.1 and 4.2 were not showing in inventory, and when new meds were pended, the old meds were not showing as removed. The station allowed two meds in one pocket. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie map did not align with station inventory or physically present medications, causing several pockets to display as empty in the cubie map despite being loaded and reflected correctly in inventory reports. A field service engineer (fse) confirmed that all other cubie drawers were functioning correctly, and hardware checks verified that no mechanical hardware failure was present. Then the technical support specialist (tss) dialed into station and server, running a loaded space check (with no duplicate detected locally), and server validation which later confirmed duplicate drawer records. Further the tss fully unloaded drawers 4.1 and 4.2 and scheduled after-hours access. Following knowledge article (ka) "manually unloading storage spaces: es 1.6.x-1.11.x", tss dialed into both the station and server, verified no retry mode in synchronization information, downloaded and ran the appropriate drawer reset/unload sql scripts, and validated parentstoragespacekey values, which confirmed drawer 4.2 was successfully corrected server-side while drawer 4.1 continued to show a duplicate parent storage space key. A full data synchronization was performed and the station rebooted back to carfusion application; however, residual duplication on drawer 4.1 required physical intervention. The field service engineer returned onsite, reseated the rowboard cables on drawers 4.1 and 4.2, and replaced the rowboard cable for drawer 4.1 as advised by tss. The unload script was not rerun onsite since drawers were already empty and customer had already unloaded. Following server-side cleanup, physical reseating, and synchronization, the cubie map, inventory data, and physical contents were restored to alignment, resolving the mismatch condition. The system functioned as intended after the field service engineer and technical support specialist together resolved the issue.